Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent fracture occurred. The initial procedure occurred in 2005. Three taxus express2 drug eluting stents were placed, a 2.75 x 20mm and two 2.5 x 24mm. Two were placed in the nontortuous, noncalcified left anterior descending (lad) artery and one was placed in the circumflex (cx) artery. One of the stents was placed to cover a restenosis in a previously placed bare metal stent in the lad and one was used to cover a 95% stenosed lesion in the lad. The lesion was pre-dilated with a maverick 2.5 x 20mm balloon. Heparin was used during this procedure and plavix and aspirin were prescribed post procedure. No pt injuries or complications occurred. Pt status post procedure was satisfactory. In 2007, the pt presented with severe pain and a suspected myocardial infarction (mi). Coronary arteriography showed severe stenosis distal to the previously placed stent in the cx and a fractured stent in the lad. The stent that fractured was a 2.75 x 20mm taxus express2 drug eluting stent placed in 2005. The fractured lad stent could not be wired and coronary artery bypass grafting (CABG) was initiated. The surgery was performed successfully and the pt status post procedure was satisfactory.